Event description:
The customer reported that after a few test shocks the device unexpectedly shutdown. No patient involvement was reported.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.